Manufacturer narrative:
(B)(4). The event is currently under investigation. A supplemental report will be submitted upon completion.

Event description:
It is alleged that an advance 35 lp low profile balloon catheter was being used during an iliac angioplasty when the balloon "broke" inside the patient. It has been reported that a 1cm section of the device remained in the subcutaneous tissues outside the cfa in patient's body and, after discussing whether or not to remove the piece with vascular surgery, it was decided to leave the section. No additional procedures were needed with regards to this event, and no adverse events have been reported regarding the occurrence.

Manufacturer narrative:
Investigation - evaluation: a review of documentation, specifications, quality control data, drawings, complaint history, device history record, instructions for use, and visual inspection of the actual device was conducted during the investigation. One advance 35 lp low profile balloon catheter was returned for examination. The catheter was received with a separated and compressed distal marker band. The catheter was received with a wire guide inserted. The distal end of the catheter and distal end of balloon is not present. The distal end of the wire guide was curved. The wire guide was exiting the proximal hub of the catheter. The wire guide could not be returned from the catheter. Two kinks in the catheter were noted and the distal end of catheter is light green, indicating stretching has occurred. The balloon burst radially. There is no evidence to suggest the finished product was not made to specifications. Review of the device history record of the finished product shows no nonconforming events that would contribute to this failure mode. There were no other reported complaints for this lot number. Based on the information provided and the results of our investigation, a definitive root cause could not be determined. Per the quality engineering risk assessment, no further action is warranted. Monitoring will continue to be performed for similar complaints.

Event description:
It is alleged that an advance 35 lp low profile balloon catheter was being used during a right common iliac angioplasty via ipsilateral approach via the common femoral artery when the balloon "broke" circumferentially inside the patient. It has been reported that a 1cm section of the device remained in the subcutaneous tissues outside the common femoral artery in patient's body and, after discussing whether or not to remove the piece with vascular surgery, it was decided to leave the section. No additional procedures were needed with regards to this event, and no adverse events have been reported regarding the occurrence. Omnipaque contrast was used with no saline. Vessel calcification was reported.